Event description:
It was reported that the patient's right atrial (ra) lead had been dislodged. The dislodged ra lead was confirmed by x-ray imaging. On (B)(6) 2024, the lead was repositioned. The patient was in stable condition.